Event description:
Pt mistreated with a complete geographical miss of the target, due to the catheter reconstruction based on "connector end" method in oncentra brachy 4.0. No clinical corrective action has taken place, the treatment was executed with the wrong reconstruction.